Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, balloon withdrawal resistance occurred. The 90% stenosed lesion was located in the moderately tortuous proximal circumflex cornoary artery. The physician was attempting to implant a taxus liberte' 3.00x24mm drug-eluting stent and inflated the balloon at 14atm at the lesion and the stent was deployed. However, when he attempted to deflate and withdraw the balloon and the stent delivery system he "had a sticky balloon issue." He attempted two more times and was finally able to withdraw the stent delivery system. No patient complications occurred and status after procedure was good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history found the device met it's material, assembly, and product specifications at the time of release to distribution. The root cause is unknown. Product unavailable for analysis.